Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was being used in an esophagogastroduodenoscopy (edg) procedure involving an adult patient (exact age, weight and birth date are unknown). According to the complaint, during the procedure the pressure gauge was not working on the syringe. The balloon began to inflate, then the gauge dropped from three to zero and froze. They pumped a little more and then the gauge shot up to 4 and dropped again. It was not reading accurately. A new syringe was used with the same balloon and they were able to complete the procedure. There are no patient complications and the patient has been reported as "fine."

Manufacturer narrative:
A visual and functional examination was performed on the returned device and no physical damage was noted to the device, but the gauge was confirmed to be slow increasing from 0-2 atm & skipping from 2-9 atm. The needle would not return to vacuum zone(0 atm). This confirmed the event description and the root cause was determined to be operational context. A review for similar complaints was completed and there were no other complaints associated with this batch found. (B)(4).

Manufacturer narrative:
(B) (6): the pressure gauge was reading incorrectly.although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an alliance inflation syringe was being used in an esophagogastroduodenoscopy (edg) procedure involving an adult patient (exact age, weight and birth date are unknown) according to the complaint, during the procedure, the pressure gauge was not working on the syringe. The balloon began to inflate, then the gauge dropped from three to zero and froze. They pumped a little more and then the gauge shot up to 4 and dropped again. It was not reading accurately. A new syringe was used with the same balloon and they were able to complete the procedure. There are no patient complications and the patient has been reported as "fine."